Manufacturer narrative:
Based on the claim against the product by the customer noting the endoscope rotated upside down, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The issue was resolved after the customer exchanged out the endoscope with a backup one. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Although the complaint was not confirmed by failure analysis since the endoscope was not returned, the information gathered indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the 30-degree endoscope was rotated upside down. The customer exchanged out the endoscope with a backup one and the surgeon confirmed the issue was resolved. Intuitive surgical, inc. (Isi) technical support engineer reviewed the system logs but did not find any related error. The procedure was completed as planned with no reported injury using the backup endoscope. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred after ports were placed during a benign hysterectomy surgical procedure. The customer started using a 30-degree endoscope. The system did recognize the correct endoscope. The surgeon confirmed the desired orientation when the endoscope was installed. The image was not a correct orientation the surgeon intended. It was unknown if the event involved a reverse in control on system arms. The orientation would not change. After the endoscope was exchanged out, the replaced one was working correctly. After the case ended, the endoscope was checked, and the head of the endoscope was moving freely with no friction. It was unknown if there was an indication of the image orientation provided to the surgeon via user interface. The issue was resolved by using a back-up endoscope. No patient harm/injury.